Manufacturer narrative:
Lead properties were checked during the analysis. No deviations from technical specifications could be found that could be related to the clinical complaint. The lead components were inspected in detail. The insulation in particular showed no irregularities. Analysis showed only incisions in the insulation that are likely due to the explantation procedure. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 64 months, oversensing with inappropriate shocks was reported.